Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a severe dent on the bottom cover. The photographic imaging inspection revealed disturbed wirebonds at some digital chips. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical tests performed. The open device visual inspection confirmed multiple cracks along the hybrid as well as disturbed wirebonds on some digital chips. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid and disturbed bond wires. A CAPA was implemented. This is the final report.